Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper arm broke at joint where arm and tip meet. There is no further information available. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the main tube broken. No material was found missing. This failure is most commonly caused by mishandling/misuse.